Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii (serial number (B)(6)). Customer reported that quality control (qc) was conducted upon opening the test kit. The customer was unable to provide results from the initial qc test but stated that both level 1 and level 2 controls were within passing range. Upon receiving the presumed falsely elevated patient blood lead test results, the customer repeated qc testing. The customer reported level 1 and level 2 were both out of range low on the repeated runs: level 1 = "low" (less than 3.3 ug/dl) and level 2 = "low" (less than 3.3 ug/dl). The target range for the level 1 control is 6.5 to 12.5 ug/dl. The target range for the level 2 control is 23.2 to 31.2 ug/dl. The customer reported that there were 2 falsely elevated patient blood lead test results. The customer stated only one of the patients received venous confirmatory testing. The customer was unable to provide the patient blood lead test results from the leadcare ii testing. Technical services (ts) requested a copy of the confirmatory testing results. The customer was unable to provide the test results and was unsure of the test used for confirmatory testing. The customer inspected their leadcare ii analyzer. The customer reported the sensor deck as being clean and dry, using the leadcare ac adapter and showing no signs of corrosion. The customer stated they only use the ac power adapter and no batteries were installed in the analyzer. Ts attempted to assist the customer troubleshoot and asked the customer to walk through their testing procedure. The customer did not perform testing or provide information on their collection procedure. Ts reviewed control procedure testing with the customer. Customer confirmed they use the capillary tubes provided in the test kits for collection and do not use third party microtainers. Customer reported they switched use to another leadcare ii analyzer (serial number wlc19584). Ts requested the customer follow up once controls were tested on the new instrument. Ts attempted to contact customer on (B)(6) 2026 and sent an email. On (B)(6) 2026 the customer contacted ts. The customer stated no further patient testing has been conducted since the controls were out of range. The customer stated level 1 and level 2 controls were both out of range low on the other leadcare ii analyzer (B)(6). The customer provided the leadcare ii and confirmatory test results reported initially on (B)(6) 2026: the leadcare ii result was 9.0 ug/dl and corresponding venous confirmatory test result was less than 1.0 ug/dl. The customer was unable to provide a copy of the confirmatory test results. On (B)(6) 2026 ts attempted to contact the customer and left a message. On (B)(6) 2026 ts attempted to contact the customer and left a message. On (B)(6) 2026 ts attempted to contact the customer and left a message. No response has been received to date.

Manufacturer narrative:
This customer reported two (2) elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.